Manufacturer narrative:
Date of event was not specified; therefore the event date was estimated as (B)(6) 2018. (B)(4). Approximate age of device ¿ 10 months. Additional information was requested, but was not provided. A supplemental report will be submitted.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced an infection and endocarditis. There was concern that the patient was bacteremic with fluid collection noted near outflow anatomosis on CT scan. Blood cultures were negative and there was no infection at driveline exit site. Source of infection could not be determined. There was concern that the pump and outflow graft were seeded with infection. Transesophageal echocardiography (tee) performed showed vegetation on tricuspid leaflet. Right atrium was opened and vegetation was removed. Additional information was requested, but was not provided.

Manufacturer narrative:
The specific cause for the reported event could not be determined. The center reported that the patient was bacteremic with fluid collection noted near the outflow anastomoses on CT scan. There was no infection at the driveline exit site. Vegetation was removed the patient¿s tricuspid leaflet and sent to pathology and cultures. No additional information was provided. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.